Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Multiple components: this medical device contains multiple medical device types and common device names. The additional information is as follows: medical device type: fpa. Common device name: intravascular administration.

Event description:
It was reported that the bd vacutainer® push button blood collection set had air leakage into the butterfly, a small piece of excess plastic and air bubbles are introduced into the tubes during collection which does not allow the tubes to properly fill. No serious injury or medical intervention.